Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver displayed err hwbbt occurred . No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver failed to charge and reboot. The receiver failed to download. The receiver functional test failed. In opening receiver case, there was moisture damage. The allegation was undetermined. The root cause could not be determined. No injury or medical intervention was reported.